Event description:
A nurse tech reported that the system refused the cassette and "enabled another output upon silicone extrusion selection" during a vitrectomy procedure. The physician troubleshot by rebooting the system and replacing the probes and cassettes. The attempts did not resolve the issue and resulted in a 20 minute delay. The silicone oil extraction had to be performed manually in order to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold and the pneumatic connector assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. (B)(4).